Event description:
The facility reported to largo customer service service an infusion pump with 812:02. The event was reported to have occurred during biomed testing. No record of any patient incident involving the pump. No patient injury had been reported.